Event description:
Customer reported via phone, she was concerned with keypad issues. She was attempting to bolus and the numbers kept scrolling up or down depending on what button was pressed. Customer's blood glucose was unknown. Customer stated it seemed as the buttons were stuck. Customer didn't recall her blood glucose level or any significant event which may have caused the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. The insulin pump was received with minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.